Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf code a06 captures the reportable event of loss of visualization. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
Note: this report pertains to one of two exalt model d scopes used with an exalt controller in the same procedure. It was reported to boston scientific corporation that two exalt model d scopes were used with an exalt controller during an unknown procedure performed on an unknown date. During the procedure, the scope malfunctioned and the image appears for a few seconds and then blacked out. A second exalt scope was used and the same malfunction occurred. There was no patient complications reported as a result of this event

Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block h2: additional information in b5 confirming event date of december 16, 2025 correction to g3 manufacturer aware date block h6: imdrf code a06 captures the reportable event of loss of visualization.

Event description:
Note: this report pertains to one of two exalt model d scopes used with an exalt controller in the same procedure. It was reported to boston scientific corporation that two exalt model d scopes were used with an exalt controller during an unknown procedure performed on an unknown date. During the procedure, the scope malfunctioned and the image appears for a few seconds and then blacked out. A second exalt scope was used and the same malfunction occurred. There was no patient complications reported as a result of this event ***additional information received on january 14, 2026 confirming that the procedure date was (B)(6) 2025***